Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) stated that on (B)(6) 2025, the pump was refilled for the final time prior to replacement. According to hospital documentation, "twice the expected volume" was aspirated prior to the refill. Given the expected residual volume of 10.5 ml, only 21 ml could be aspirated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8780 catheter: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0217287604.implanted: (B)(6) 2020. Explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 20 mg/ml at a dose rate of 25 mg/day via an implantable pump. It was reported that there was more residual volume in the pump's reservoir than expected. On (B)(6) 2025, there should have been approximately 10 ml in the pump's reservoir, but about 20 ml could be withdrawn. In the past, during refills, a lot more could always be aspirated from the pump as well. The patient showed no morphine withdrawal symptoms. The pump was replaced due to elective replacement indicator (eri).  It was further reported that the catheter could not be aspirated via the catheter access port (cap). During the pump replacement procedure, the sutureless connector could not be detached from the pump and had to be removed with force.  Factors that may have led or contributed to the issue were unknown.  The catheter was replaced with the pump.  The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2025.  Therapy was to be resumed after titration phase, starting with a much lower daily dose.  The physician decided to leave the distal segment of the catheter due to risk of cerebrospinal fluid leakage.  The pump and partially explanted catheter were to be returned to the manufacturer.  The patient's medical history, gender, and age at the time of the event were unknown or would not be made available.